Event description:
Medtronic received info that the pt with this bioprosthetic valve expired due to a perforation of the ventricular wall which was identified the day after surgery.

Manufacturer narrative:
Eval method codes = device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion (other) = cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the valve has not been returned for analysis. The device history record was reviewed and showed that the valve met all manufacturing specifications for products released for distribution. No issues were identified that would have impacted this event. Product labeling contains sufficient instructions for the user, per its labeled indications, and states: use of the mitral bioprosthesis in pts with a small left ventricle may result in perforation of the ventricular wall by the stent posts.